Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge, and subsequently, a malfunction alarm occurred. Customer¿s blood glucose level was 120 mg/dl. A pump reset was performed to resolve the issue and customer resumed insulin therapy.